Event description:
It was reported that the patient was no longer able to pump their inflatable penile prosthesis device. During revision surgery, the physician found that the device was leaking. Fluid loss and a break in the tubing were found between the pump and left cylinder junction, closest to the top of the pump block, causing the device not to inflate. The pump and cylinder were replaced. There were no patient complications reported.